Event description:
Customer allegedly received the following results, with two different mobile meters, within 10 minutes: 28.1 mmol/l (system 1) and 13.3 mmol/l (system 2). No adverse event reported. Requested return of suspect devices and replacement was sent.

Manufacturer narrative:
(B)(4). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Corrected lot number, expiration date and manufacture date.